Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead was explanted for an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional details were received stating this lead exhibited elevated threshold measurements due to lead dislodgement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.